Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06355. It was reported that a rotawire was detached and was entrapped in the patient's coronary artery. The target lesion was located in a severely calcified coronary artery. A rotablator burr and a 330cm rotawire were used for treatment. During the procedure, it was noted that a fragment segment of the rotawire broke and became entrapped in the distal part of a branch of the coronary artery. No further patient complications were reported.